Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and genital haemorrhage ('abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("pain during intercourse"), pelvic pain ("pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), device expulsion ("breakage/ expulsion"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), migraine ("migraine"), headache ("headache"), nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, genital haemorrhage, dyspareunia, pelvic pain, abdominal pain, menorrhagia, device expulsion, bladder disorder, urinary tract disorder, migraine, headache, nausea and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, bladder disorder, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain and urinary tract disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: bilateral occlusion. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received. New events: dysmenorrhea (cramping), bladder disorder, urinary tract disorder, abdominal pain, menorrhagia (heavy menstrual bleeding), device expulsion, headache, nausea, migraine were added. New reporter and lab data added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("pain during intercourse") and pelvic pain ("pain"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed in (B)(6) 2013. At the time of the report, the device dislocation, genital haemorrhage, dyspareunia and pelvic pain outcome was unknown. The reporter considered device dislocation, dyspareunia, genital haemorrhage and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.